Event description:
The patient underwent a laparoscopic roux-en-y gastric bypass including a gastric pouch using blue ethicon staple loads approximately 1 week ago. The patient's postoperative course was uncomplicated, and he was discharged home on postoperative day 3. He returned to the emergency department complaining of fevers, chills, nausea, and worsening abdominal pain. CT scan showed a large abscess in his left upper quadrant as well as some free air consistent with a likely leak. Surgical findings showed a dehiscence of his staple line and a leak causing a large abscess. The surgeon had to over sew the staple line to fix the leak.